Manufacturer narrative:
Section d10 references: product ID b3301542 lot# serial# (B)(6) implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6) , ubd: 12-jun-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer¿s representative who reported electrode a1 showed an open circuit. The healthcare provider (hcp) replaced the ens and lead, but a1 continued to show an open circuit. It was confirmed the hcp twisted the test cable. The electrode was programmed to provide stimulation, but that didn¿t clear impedances. The hcp eventually pulled the lead back which showed normal impedances, but once the lead was advanced back to the original location a1 had an open circuit again. There were no impedances tested post-operative since this was a stage 1 procedure.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the open circuit appeared to be due to brain tissue. To try and resolve the issue the lead was moved superiorly, and testing was performed at various depths. The patient¿s final results did provide normal impedance readings. No further actions were taken as the patient had not yet had a mapping appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.